Event description:
Customer called to report the insulin pump went into threshold suspend due to a discrepancy between the blood glucose reading and sensor glucose reading. The insulin pump had alarmed for lost sensor on a daily basis for a month. Sensor glucose reading was 54 mg/dl while the blood glucose reading was 118 mg/dl. Customer mentioned having trouble with keeping the sensor attached to her body due to weight loss. The customer also had edema. Advised the customer to call her health care professional for assistance. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.